Event description:
Additional information was received from the patient via the manufacturer representative that reported that it was difficult for the patient to charge. The new recharger was charging; however, the implantable neurostimulator empty status never changed after two hours of charging. The patient charges for hours without the charge level increasing on the implantable neurostimulator. Recharge statistics were captured which found that the last recorded recharge was on (B)(6) 2016 with 0 average coupling and recharging for 0 minutes. The patient had charged on (B)(6) 2016 with average coupling of 1 and recharging for 46 minutes starting from 3.470 volts and ending at 3.605 volts. The patient had charged on (B)(6) 2016 with 0 average coupling for 0 minutes. The patient had also charged on (B)(6) 2016 with 0 average coupling for 4 minutes starting at 3.69 volts and ending at 3.68 volts. The patient requested a referral for implantable neurostimulator replacement to resolve the recharging issues.

Manufacturer narrative:
Other applicable components are: product ID 37751, serial# (B)(4), product type: recharger.

Event description:
The manufacturer representative (rep) reported that the patient recharged normally at (B)(6), and the following week in (B)(6) wasn't able to recharge. After the rep couldn't connect with the 8840, they did a prm and the patient came out of overdischarge. It was noted that the patient had been charging since 1:20 pm on the day of the report, and at the time of the call it was 2:35 pm and the patient wasn't at 1/4 charge to allow the rep to clear the por. The rep also stated that the patient was recharging with 8 bars. The recharger was replaced, but the patient was still unable to get 1/4 charge after charging for 2 hours. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.